Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The allegation was confirmed. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, it was not possible to identify the foreign matter and there was no physical damage in the area where the foreign material remained. There were no deviations from reprocessing procedure in the instruction manual at the foreign material residue location. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by a third party distributor that the gastrointestinal videoscope exhibited foreign material inside the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.